Event description:
It was reported that the touchscreen of a pump was unresponsive, and the customer was unable to interact with it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which the customer performed, resolving the issue.